Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement and undersensing. The lead was replaced at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, electrical and visual inspection tests. Dried blood was noted in housing and neck region (tip). Helix was retracted. Product investigation showed no conductor fractures. Lead was determined to have met specifications.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement and undersensing. The lead was replaced at the same surgical procedure. No additional adverse patient effects were reported.